Event description:
Additional information was received indicating that the patient is doing well, and the infection has resolved.

Event description:
It was reported that the patient presented to the post-surgical appointment with a small infection around the generator incision site. The patient is doing fine and feels fine, per the physician. The patient was not experiencing any pain or discomfort. The physician placed the patient on antibiotic treatment. The referring physician reported on (B)(6) 2012, that the patient had a skin infection at the generator incision site. The surgeon put the patient on antibiotics on (B)(6) 2012. Attempts for product information have been unsuccessful to date. The company representative indicated that the facility was likely returning the implant card, however it has not been received to date. There has was no patient manipulation or falls that could have contributed to the patient's present physical status. There was no knowledge of any cultures or tests to confirm the infection other than the surgeon stating that she has one. The surgeon believes the infection was from the implant surgery because it is directly over the chest incision. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently reported this data incorrectly. The date is unknown.